Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review indicates that no prior events related to this failure mode have been reported against this unit. Corrections: lot number - from 15ma4 to r15m723. Device manufacture date - from 11/09/2015 to 11/25/2015.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
During incoming inspection the inspector found the spco measurement to be a 4-8% with a known-good rad-57. There were no consequences or impact to patient reported.